Manufacturer narrative:
Full name of the facility is medical corporation (B)(6). The subject device was not returned for evaluation. The user facility discarded the device, however, in a follow up communication with the facility, it was conveyed that the recovered cap was found torn (a little) and the damaged part is unknown. According to the report, before use, the user checked that the cover is not damaged, immediately attached the cap to the scope and it does not come off the scope. It is unknown whether chemicals such as anti-fog and lubricant are used. Investigation is ongoing. This report will be supplemented accordingly following investigation completion.

Event description:
It was reported that during an ercp (endoscopic retrograde cholangiopancreatography) procedure, the tip cap was temporarily missing in the body, and was subsequently found and recovered. According to the reporter, the tip cap seems to have been caught on the back teeth. There was no mucosal damage, no patient harm or injury reported due to the event. No user injury reported. This report is related to a report with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, the likely cause of the tip cover falling off is: chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. The cover was damaged by pushing the cover diagonally when it was attached to the scope, making it easy for the cover to come off the scope. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected h6 codes. Reconfirmation of complaint failure. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412). Investigation results of product specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. Sampling inspection results at the parts manufacturer. The parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Olympus confirmed the following additional information: the recovered cover was torn a little. (The damaged part is unknown) before use, user checked that the cover is not damaged immediately after it is attached to the scope and that it does not come off the scope. It is unknown whether chemicals such as anti-fog and lubricant are used. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. Based on the results of the investigation, the possible causes of the distal cover falling off are as follows: chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.